Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The IFU warns users that a controller with a blank display or no audible alarms should be replaced. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that both power ports of the patient's primary controller were loose. In addition, the controller's no power alarm only lasted for one second. The controller was exchanged with no reported patient consequence.

Manufacturer narrative:
It was reported that both power ports were loose on the controller and the "no power" alarm was found defective. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device failed visual inspection due to a loose power port 1 and power port 2 connector. Initial functional testing of the device indicated that the controller meets specifications and was able to sound when both power sources were disconnected. However, additional testing of the controller was performed. During testing, the controller was exposed to temperatures between 30°c to 50°c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. Additionally, during the analysis of the controller a fairchild mosfet was measured at 93.9°c, which is still within the manufacturing temperature range between -55°c to 150°c. The heat generated by the mosfet most likely was added to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Based on the analysis of the controller, it is likely that the controller was operating in ambient conditions above 50°c. This in conjunction with a mosfet that was operating at 93.9°c may have caused the alarm circuit's thermal fuse to open, resulting in a failure of the "no power" audible alarm. The manufacturer has an open internal investigation to evaluate due to a loose power port 1 and power port 2 connector. The most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Based on the analysis of the controller, it is likely that the controller was operating in ambient conditions above 50°c. This in conjunction with a mosfet that was operating at 93.9°c may have caused the alarm circuit's thermal fuse to open, resulting in a failure of the "no power" audible alarm. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.